Event description:
It was reported that the patient experienced drainage/incisional wound opening and had an infection in the pump pocket. The pump system was later explanted and the catheter was 'tied off' for future implant. The pump was being used to deliver morphine and baclofen.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, explanted: (B)(6) 2013, product type catheter; product ID 8709, lot# l66215, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type catheter; product ID 8575, lot# j0449096r, implanted: (B)(6) 2004, product type accessory. (B)(4).analysis of the pump found no anomaly. Analysis of the model 8709 catheter found it was returned incomplete, in segments. No significant anomaly was found. Miscellaneous acceptable testing was performed. Analysis of the returned unknown sutureless connector catheter found coring-tears-cuts in the seal. No leak was observed in the laboratory and there was no leak allegation. There was no significant anomaly found.